Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse) /chronic') and autoimmune thyroiditis ('autoimmune disorder type of disorder: hoshimoto's hypothyrodism') in a 43-year-old female patient who had essure (batch no. B262731-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, gravida ii and parity 2. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced rash ("rash/skin condition /rashes or skin conditions type: rashes on arm") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced arthralgia ("pain / joint pain"). In (B)(6) 2017, the patient experienced asthma ("asthma"). In (B)(6) 2018, the patient experienced food allergy ("hypersensitivity / allergic or hypersensitivity reaction type: food sensitivity"). In (B)(6) 2018, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2019, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), 5 years 10 months after insertion of essure. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required) and pruritus ("my skin has been itching for years when it first started I nearly scratched the first three layers of skin off my legs"). The patient was treated with dl- lactic acid (amlactin xl) and surgery (laparoscopic supracervical hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the dyspareunia and pruritus outcome was unknown and the autoimmune thyroiditis, rash, allergy to metals, food allergy, weight increased, asthma and arthralgia had resolved. The reporter considered allergy to metals, arthralgia, asthma, autoimmune thyroiditis, dyspareunia, food allergy, pruritus, rash and weight increased to be related to essure. The reporter commented: (B)(6) 2013(discrepancy noted in previous essure insertion date) she had received treatment for pain, allergy discrepancy noted in date of insertion (B)(6) 2013 & (B)(6) 2019. Discrepancy noted in date of removal (B)(6) 2018 & (B)(6) 2018. If you had your essure removed, did you retain the essure device or any portion of it: yes. Current weight 131 lbs.the number of expanded coils that appeared trailing into the uterine cavity was 2 and 8 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: result: total bilateral occlusion. Imaging procedure - on (B)(6) 2015: bilateral occlusion. Lot # reported (b262731) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse)/chronic') and autoimmune thyroiditis ('autoimmune disorder type of disorder: hashimoto's hypothyroidism') in a 43-year-old female patient who had essure (batch no. B262731) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, gravida ii and parity 2. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced rash ("rash/skin condition /rashes or skin conditions type: rashes on arm") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced arthralgia ("pain / joint pain"). In (B)(6) 2017, the patient experienced asthma ("asthma"). In (B)(6) 2018, the patient experienced food allergy ("hypersensitivity / allergic or hypersensitivity reaction type: food sensitivity"). In (B)(6) 2018, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2019, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), 5 years 10 months after insertion of essure. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required) and pruritus ("my skin has been itching for years when it first started I nearly scratched the first three layers of skin off my legs"). The patient was treated with dl- lactic acid (amlactin xl) and surgery (laparoscopic supracervical hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the dyspareunia and pruritus outcome was unknown and the rash, allergy to metals, food allergy, weight increased, asthma, autoimmune thyroiditis and arthralgia had resolved. The reporter considered allergy to metals, arthralgia, asthma, autoimmune thyroiditis, dyspareunia, food allergy, pruritus, rash and weight increased to be related to essure. The reporter commented: (B)(6) 2013(discrepancy noted in previous essure insertion date). She had received treatment for pain, allergy. Discrepancy noted in date of insertion (B)(6) 2013 & (B)(6) 2019. Discrepancy noted in date of removal (B)(6) 2018 & (B)(6) 2018. If you had your essure removed, did you retain the essure device or any portion of it: yes. Current weight 131 lbs. The number of expanded coils that appeared trailing into the uterine cavity was 2 and 8. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: result: total bilateral occlusion. Imaging procedure - on (B)(6) 2015: bilateral occlusion. Most recent follow-up information incorporated above includes: on 2-oct-2020: mr received. Reporter's information added lot no. Added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse)/chronic') and autoimmune thyroiditis ('autoimmune disorder type of disorder: hoshimoto's hypothyroidism') in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, gravida ii and para. On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced rash ("rash/skin condition /rashes or skin conditions type: rashes on arm") and was found to have weight increased ("weight gain"). In (B)(6)2015, the patient experienced arthralgia ("pain / joint pain"). In (B)(6)2017, the patient experienced asthma ("asthma"). In (B)(6)2018, the patient experienced food allergy ("hypersensitivity / allergic or hypersensitivity reaction type: food sensitivity"). In (B)(6)2018, the patient experienced allergy to metals ("nickel allergy"). On (B)(6)2019, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), 5 years 10 months after insertion of essure. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required) and pruritus ("my skin has been itching for years when it first started I nearly scratched the first three layers of skin off my legs"). The patient was treated with dl- lactic acid (amlactin xl) and surgery (B)(6)2018 hyst. (Full), hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the dyspareunia and pruritus outcome was unknown and the rash, allergy to metals, food allergy, weight increased, asthma, autoimmune thyroiditis and arthralgia had resolved. The reporter considered allergy to metals, arthralgia, asthma, autoimmune thyroiditis, dyspareunia, food allergy, pruritus, rash and weight increased to be related to essure. The reporter commented: (B)(6)2013(discrepancy noted in previous essure insertion date) she had received treatment for pain,allergy discrepancy noted in date of insertion (B)(6)2013 & (B)(6)2019. Discrepancy noted in date of removal (B)(6)2018 & (B)(6)2018. If you had your essure removed, did you retain the essure device or any portion of it: yes current weight 131 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6)2015: result: total bilateral occlusion. Imaging procedure - on (B)(6)2015: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2019: pfs received: previously added event hypersensitivity replaced with food allergy , previously added dermatitis allergy was replaced with rashes on arms and new events:autoimmune thyroiditis, arthralgia, pruritus were added. Lab data, reporter was added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse)/chronic') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), dermatitis allergic ("rash/skin condition"), allergy to metals ("nickel allergy"), hypersensitivity ("hypersensitivity") and asthma ("asthma") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2018 hyst. (Full)). Essure was removed on (B)(6) 2018. At the time of the report, the dyspareunia, dermatitis allergic, allergy to metals and hypersensitivity outcome was unknown. The reporter considered allergy to metals, asthma, dermatitis allergic, dyspareunia, hypersensitivity and weight increased to be related to essure. The reporter commented: (B)(6) 2013(discrepancy noted in previous essure insertion date). She had received treatment for pain, allergy . Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs received: event injury nos deleted and event dyspareunia, allergic rash, nickel allergy, hypersensitivity, weight gain, asthma were added. Patient date of birth added. Product stop date added. Product start date changed. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.